Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately three years, eleven months following the implant of this 29 mm transcatheter aortic bioprosthetic valve (tav), valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic regurgitation (ar) with severe hemodynamic valve deterioration. This was characterized by a new occurrence or increase of >=2 grades of intra-prosthetic aortic regurgitation resulting in >=severe central ar. The patient was a enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. No patient symptoms or reintervention were reported and no complications were reported as a result of this event..